Event description:
It was reported that during post-shock pacing this cardiac resynchronization therapy defibrillator (crt-d) appeared to exhibit t-wave oversensing. Additionally, there was a question of possible p-wave oversensing after a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) was consulted, noting post-shock residual energy artefact fell outside the right ventricular refractory period (rvrp). This oversensing occurs intermittently following a paced beat only; therefore, if sustained in this scenario, the rhythm would not be misinterpreted as a ventricular arrhythmia (therefore no delivery of unwanted therapy). Additionally, during the nsvt episode, ts noted farfield atrial signals were observed but were not sensed as they fell within the fixed refractory (in which signals are not sensed or marked). However, signals marked as [rvs] fell within the noise window (last 40 milliseconds of the blanking window). Programming considerations were discussed, and no further assistance was requested. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the crt-d remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this crt-d remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during post-shock pacing this cardiac resynchronization therapy defibrillator (crt-d) appeared to exhibit t-wave oversensing. Additionally, there was a question of possible p-wave oversensing after a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) was consulted, noting post-shock residual energy artefact fell outside the right ventricular refractory period (rvrp). This oversensing occurs intermittently following a paced beat only; therefore, if sustained in this scenario, the rhythm would not be misinterpreted as a ventricular arrhythmia (therefore no delivery of unwanted therapy). Additionally, during the nsvt episode, ts noted farfield atrial signals were observed but were not sensed as they fell within the fixed refractory (in which signals are not sensed or marked). However, signals marked as [rvs] fell within the noise window (last 40 milliseconds of the blanking window). Programming considerations were discussed, and no further assistance was requested. No adverse patient effects were reported. This product remains in service.